Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low hemoglobin levels. The incident was related to diabetes. Their blood glucose at the time of hospital admission was 255 mg/dl. The customer was weak; he could not walk or stand up. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting did not occur; the customer had lost the insulin pump. The insulin pump was not returned for analysis. Unomedical set; frn-model unknown-reservoir.